Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were in the emergency room with high blood glucose of 460 mg/dl and wanted to report this incident. Customer indicated that they received multiple no delivery alarms when the pump was delivering correctly. Customer's blood glucose was 700 mg/dl at the hospital. Customer declined to troubleshoot the high blood glucose and does not want to return the set or reservoir for analysis. Customer will call back if alarms occur again. No further information was provided.